Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found internal abrasion reaching the outer insulation 14.1cm to 14.2cm from the connector pin. The abrasion is consistent with that of exposure to friction with another implanted device.